Event description:
It was reported that the patient had a damage driveline. They had low flow alarms and low speed alarms, along with pump stops on (B)(6) 2022. The patient was put on an ungrounded patient cable while awaiting a driveline repair, which was performed on (B)(6) 2022. No further issues occurred after the patient was put back on the grounded patient cable.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed and pump stop events were confirmed via the submitted system controller log file. The submitted log file contained data spanning from 17apr2022 at 22:13:46 to 04may2022 at 11:34:41, per the timestamp. Multiple low speed and pump stop events were captured on (B)(6) 2022 and (B)(6) 2022 while the system was supported with the mobile power unit (mpu). These events were associated with high pump powers, low flow alarms, and/or low speed alarms. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2022. The approximately 16.5" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Rescue taping had been applied to the silicone sleeve in-between approximately 2.0-5.75¿ and 8.5-13.5¿ from the metal connector. Removal of the rescue tape revealed slits in the silicone sleeve, approximately 0.25¿, 2.5¿, 4.0¿, 4.5¿, and 9.75¿ from the metal connector. The silicone sleeve, bionate, and metal-braided shield were removed from the returned portion of driveline, revealing the underlying wires of the driveline. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, no additional alarms/further issues have been reported at this time. The patient remains ongoing on (B)(6) at home with an ungrounded patient cable. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.